Event description:
Customer reported receiving an error message on the insulin pump and stated that they were unable to complete the fill tubing process. Through the alarm history it was noted that the customer received several no delivery alarms in the past. Customer was unable to troubleshoot at the time of the call as the issue was resolved with a set change. Customer's blood glucose reading at the time of the call was 239 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.